Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value was 13 mmol/l. It was stated that the alarm occurred 2 times the day of the call the batteries only last a few hours. Father was assisted with the steps to clear the alarm and was advised to monitor the device and call back if the alarm recurs every 4 hours.